Manufacturer narrative:
The pad device was installed on (B)(6) 2008 and operated successfully until (B)(6) 2009. After this date there is no history of the device indicating that the pad-pak was removed during this period. The device works to specification from (B)(6) 2009 to (B)(6) 2011. During this time multiple temperature readings revealed the device was stored in inadequate conditions as the lowest recorded temperature is minus 6.7 degrees celsius. The device failed a weekly self test in (B)(6) 2012 due to a low battery and after this multiple events on the same day would indicate the device was switching itself on. The problem with the device was attributed to a fault in the membrane. There was also evidence that the device was not being stored accordingly and exposure to extremely low temperatures can have an adverse effect on the device membrane which is the root cause of this problem. The pad pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no patient involved in this event. This device malfunctioned because it was switching itself on automatically. A device switching itself on automatically, if left undetected could result in the battery becoming depleted.